Event description:
It was reported that the pump's control iq software was not functioning as intended during the night. Customer's blood glucose level was 170 - 190 mg/dl. Tandem technical support (cts) confirmed control iq was making adjustments; however cts was unable to confirm the reported issue as customer declined to upload pump data for review. Reportedly, the customer continued to use the pump for insulin thearapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.